Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing, specifically the ECG fall off test. The cause for the failure was isolated to a broken brown (lead 1-) on the ECG c and d cable inside the distribution node (dn). The ECG c and d cable was pulled from the strain relief. The root cause for the broken wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that the ecgs were non-functional.